Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial insertion of an acute hemodialysis catheter (ahdc), the operating physician observed the spring wire guide (swg) to be kinked. There were no reports of patient injury, harm, or adverse health consequences associated with this event except for a delay in therapy. The patient's condition was reported as "fine." The affected device was removed and replaced with another device. No additional medical intervention was required.